Event description:
On (B)(6) 2021, the patient had a right total hip arthroplasty to address osteoarthritis, end-stage. Depuy components, including 2 screws were used during the procedure. During the procedure the surgeon reported having some fragmentation of the trochanter. The surgeon felt that the hip was stable, but because of the fragmentation, the patient will avoid active abduction postoperatively. On (B)(6) 2021 patient is experiencing thigh pain and limp status post right anterior hip replacement with small greater trochanter fracture intraoperatively. No invasive treatment. It should be noted that this is only 14 days after implanting of the hip, and pain and limping are an expected event in that time range.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided x-ray images is unable to conclusively confirm this report. Only one of the provided images reflects the right hip arthroplasty. The image is cloudy in the area of the greater trochanter. If repaired the image is prior that surgery. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code is not known.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for trochanter periprosthetic fracture - femoral. Event is serious and is considered mild. Event is possibly related to both device and procedure. Date of implantation: (B)(6) 2021, date of event (onset): (B)(6) 2021; (right hip). Treatment: orif.